Event description:
Caller reported a temperature alarm while the pump was charging. Blood glucose level was not adversely impacted, staying below 500 mg/dl. Customer decided to use multiple daily injections as a backup therapy.